Event description:
It was reported that balloon rupture occurred. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. Upon preparation, the balloon was deformed and looked ruptured coming out from the hoop. An additional wolverine balloon was used and completed the procedure. There were no patient complications reported.